Event description:
Boston scientific received information that programmer's screen display was completely black. The programmer was sent back for repair and analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the allegation of a black screen was confirmed. The display circuit board was found burnt and was replaced. The programmer passed all incoming functional tests thereafter.